Event description:
It was reported that the patient received inappropriate shocks for non-ventricular rhythm. The patient had supraventricular tachycardia and worsening heart failure. The device was reprogrammed.

Event description:
New information received noted that the patient experienced sudden onset of shortness of breath and called emergency medical services. Patient was treated with adenosine and was externally cardioverted twice while awake. Laboratory tests revealed that the patient was acidotic and had pulmonary edema. Patient was treated with intravenous lasix, intravenous anxiolytics, intravenous antibiotics, and solu-medrol. The patient was discharged to another hospital for further treatment and advanced therapies for heart failure. Patient was stable at discharge.